Event description:
A report was received that a pt underwent a pocket revision, due to pain at the pocket site. The pt feels as though her ipg is rubbing through her bone. The physician relocated the pocket site to the front of the pt's body. Nothing was explanted and the pt is reportedly doing well following pocket revision surgery.

Manufacturer narrative:
This is the final report.